Event description:
It was reported that the patient's right atrial (ra) lead was inappropriately pacing the right ventricle instead of the right atrium. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).